Event description:
Patient was revised due to the cup migrating medially. Report also noted that there was corrosion on the sleeve taper assembly with the trunnion.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 1/10/2014 - legal claim was received, which identified dob information. There was no new information that would change the outcome of the investigation. The complaint was updated on: 07/28/2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint databases did not show any other reports against the provided product and lot combination. At this time, this is considered an isolated incident. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.